Manufacturer narrative:
The indication for the index procedure was stable angina pectoris. A nuclear scan was done. Medications during the procedure were aspirin, clopidogrel, and heparin. Medications after the procedure and before discharge were aspirin and clopidogrel. Heart rate at baseline was 52/min. There was sinus rhythm. Blood pressure was 120/70. Left ventricular ejection fraction was >50%. The 1st target vessel was the proximal circumflex artery. The vessel diameter was 3mm and the lesion length was 4mm. Pre-procedure stenosis was 60% and timi flow was 3. The lesion was de novo, not ostial, smooth contour, readily accessible, not angulated, eccentric, and had little or no calcification. A 6f guide catheter was used. The lesion was not pre-dilated. A crb08300 was deployed at 18 atm. Post-procedure stenosis was 0% and timi flow was 3. The 2nd target vessel was the mid circumflex artery. The vessel diameter was 3mm and the lesion length was 10mm. Pre-procedure stenosis was 60% and timi flow was 3. The lesion was de novo, not ostial, smooth, readily accessible, not angulated, eccentric, and had little or no calcification. A 6f guide catheter was used. The lesion was pre-dilated with a 3x8mm balloon at 8 atm. A crb13300 was deployed at 8 atm. Post-procedure stenosis was 0% and timi flow was 3. The 3rd target vessel was the proximal left anterior descending artery. The vessel diameter was 3mm and the lesion length was 20mm. Pre-procedure stenosis was 60% and timi flow was 3. The lesion was de novo, not ostial, smooth, readily accessible, not angulated, eccentric, and had little or no calcification. A 6f guide catheter was used. The lesion was not pre-dilated. A crb33300 was deployed at 16 atm. Ivus was not used and there were no complications during the procedure. Post-procedure stenosis was 0% and timi flow was 3. Post-procedure, troponin was >=5 times above upper normal level. The pt was discharged the following day. Medications at discharge were aspirin, clopidogrel, statins, and beta-blockers. Seven days after the index procedure, the pt underwent the staged procedure, a non-target vessel revascularization of the proximal right coronary artery. Pre-procedure stenosis was 60% and post-procedure stenosis was 0%. The pt was followed-up a month later and was experiencing angina pectoris. Medications were ongoing and uninterrupted. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-00753 and 9616099-2008-00754. Please note: device is distributed outside the united sates. However, it is similar to the united states product cxs08300. Any additional info will be submitted within 30 days of receipt.

Event description:
The report received from the registry that three and a half months after the index procedure, the pt was hospitalized for angina pectoris. Two days later, the pt underwent a re-pci treating two lesions in the left main (non-tvr) and the proximal circumflex-target lesion. The restenosis at the proximal circumflex (target lesion) was revascularized with a 3.x12 mm taxus liberte stent. Approximately five months later, the pt was hospitalized for angina pectoris. The following day the pt underwent a re-pci the mid circumflex artery (target lesion). The stenosis was treated with a crb23275.